Event description:
It was reported that the pulse generator reached elective replacement indicator (eri) prematurely. In (B)(6) 2010, battery data was 2.74 v, 7 ua, and 9.1 kohms with an estimated remaining longevity of 1.25 years. Interrogation on (B)(6) 2010 gave battery data of 2.46 v, 5 ua and 27 kohms, showing that the device went into eri in (B)(6).

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode due to normal battery depletion. After replacing the battery, normal function ensued.